Event description:
It was reported that the patient did not believe the pump was operating. The patient was hospitalized on (B)(6) 2014 for left sided weakness. The patient had been receiving oral (po) pain medication and that has been discontinued (d/c).the patient had increased pain and does not feel as though the pump was working. It was noted that the patient had an MRI 3-4 days prior and was unsure of the status of the pump post-MRI. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).